Event description:
It was reported on (B)(6) 2015 that this patient has high impedance. The patient's diagnostics from (B)(6) 2015 show high impedance with dcdc code of 7. Surgery is likely but has not yet occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: information received prior to submission of initial MDR was inadvertently left out of initial MDR.

Event description:
Notes received on 11/25/2015 and dated 11/05/2015 state that the patient is more depressed since (B)(6) 2015. She was lowered from 80 mg of latuda to 40 mg due on (B)(6) 2015 due to insurance not covering the medication but she has been more depressed. Notes mention that her vns was interrogated and there were some abnormalities on the systems and normal diagnostics tests. The abnormalities are likely the high impedance warnings. The patient's medication of latuda was increased back to 80 mg to help with the depression. Surgery is likely but has not occurred to date.